Event description:
Ous MDR: after an implantation period of about 7 months, it was reported that the pacemaker could not be interrogated during an in-office follow-up. The device was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was subjected to an electrical analysis. Confirming the clinical observation, the device could not be interrogated. Therefore the pacemaker was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery. In a next step, the battery was opened to inspect its individual components. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. The current consumption of the electrical module was directly measured. The measurement revealed an elevated current consumption. Further electrical investigations revealed that a component of the electronic module was damaged, causing an increased current consumption draining the battery. In conclusion, the clinical observation resulted from a damaged component of the electronic module. However, there was no sign of any inconsistency during the manufacturing process. It is therefore assumed that the damage occurred after the device shipment. The date of occurrence was not determinable.